Manufacturer narrative:
Initial.

Event description:
It was reported that during a cartridge change, the user experienced no insulin drop formation when pressing and holding to prime, received an ¿unable to proceed¿ message, and observed liquid inside the ilet after removing the cartridge post-rewind; drying the liquid and installing a new cartridge did not resolve the issue until a cartridge from a different box was used, and the affected box was replaced. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health and no hospitalization. Customer care provided troubleshooting and user education to confirm proper cartridge fill technique and to avoid overfilling. Investigation of this case revealed a suspected cartridge leak or fill anomaly associated with a specific lot, with successful resolution after switching to a different box, indicating a probable cartridge integrity or manufacturing variability issue rather than a pump functional failure. It was concluded, based on previously established findings for similar reports, that the cause was likely use of a defective cartridge from the reported lot.